Event description:
It was reported that during a pph procedure, after firing the device, the surgeon found some staples were malformed. Hand sewing was used to finish the procedure. There was no pt consequence.